Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. A clip did not close properly on a vessel, that caused a benign bleeding. There was a little bleeding, but no transfusion was given. The patient is fine. Moreover, sometimes two clips were released at the same time instead of one. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.